Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented it was reported that the patient presented the day after an upgrade procedure with dislodgement of the atrial lead. The patient did not experience any adverse consequences and no resolution was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received on (B)(4) 2019, indicates that the lead was explanted. No further information is available.

Event description:
New information received on (B)(4) 2019, indicates that the patient was stable before, during, and post procedure.